Event description:
I am a cardiologist with type ii diabetes. I began using the free style libre 2 system to check my sugar about 2 years ago. Since then I have had multiple problems with false low values (blood sugar of 60 or less), waking me up in middle of the night, while exercising, or driving a car. Initially I assumed the device was accurate and proceeded to consume large quantities of carbohydrates to increase the glucose level. It would often take 30 minutes or more before the device would record an increase of the sugar enough to stop the very annoying "chirping" at me that the sugar was low when I knew it was not. After this happened a few times, and I realized that I had no symptoms of hypoglycemia, I began checking my sugar with a finger stick, and found the free libre value was off by 70-100 mg %. I have contacted abbott labs about this many times, and they always say to be, well, we'll send you a new monitor. Over the last weekend I was awakened at 3 am with a low sugar warning of less than 60 mg %. By fingerstick that sugar was 179 mg %. I really think this is a major problem with this device. There are many people who are not medically educated who just assume the device is giving them accurate information and gorge themselves on carbohydrates for no reason, potentially driving their hba1c level up. I just retired in june 2022, and heard from several other patients about this problem not just with the free libre but also the dexcom system. "Btw" I did try the dexcom, and had a similar problem. In addition the dexcom device, if you just happen to leave your cell phone more than a few feet away from your body will just keep chirping at you. I realize that not using fingerstick is a major advance in diabetes care, but I really wonder about the accuracy of these devices, which are covered by medicare and expensive. Reference report #mw5115910.